Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture, rotation.

Event description:
Brazil. Allegedly, the left breast implant, implanted in (B)(6) 2020, presented signs consistent with device rupture and gel fracture, along with bilateral implant rotation. (Sn: (B)(6)).

Manufacturer narrative:
This follow-up report is being submitted to correct the aware date previously provided. The initially reported aware date was inaccurate, and the corrected information is now being submitted to ensure accurate and complete event documentation.